Manufacturer narrative:
The investigation into the controller failure (red alarm) issue has been completed. The automated impella controller (aic) was returned for investigation. Data analysis: imc logs on the complaint date are consistent with the description. After few days of patient support, imc logs suddenly started logging with repetitive entries of sau_powermode_1 communication error, and controller error yellow alarms. Device analysis: console arrived at aachen field service. The controller error failure was reproduced in aachen. The power battery manager (pbm) was confirmed to have corrosion on the communication traces next to the super caps. The root cause of controller error (pbm1 loss of communication) was due to a defective pbm. The root cause of the defective pbm was corrosion due to leaking super capacitors. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an automated impella controller (aic) for mechanical circulatory support. The complainant in the EU had a 5.5 support ongoing when the aic alarmed for a controller failure. The instruction for use (IFU) was followed and a backup controller was used instead. No reported harm or injury.